Event description:
It was reported that the patient received five inappropriate shocks from the device from t-wave oversensing (twos). It was later reported that the emergency room (ER) physician stated that the patient was dehydrated and had an electrolyte imbalance. The lead sensitivity was decreased and the lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.